Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified iliac artery. A 10.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported.